Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line), this system error occurred during dwell 3. The technical service representative (tsr) assisted the home patient (hp) by advising the hp air had entered the setup. The tsr had hp recycle power and a system error 2367 alarmed. The tsr advised hp would need to start over with new supplies or complete therapy with manual supplies. The tsr advised hp would need to inform nurse of a system error 2240. The tsr advised hp to make sure connections were tight when connecting bags as it was found a connection to the supply bag was loose. The patient was involved, but there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The problem was confirmed, as the supply bag connection was loose. However the cause was undetermined.this issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.